Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of having a hypoglycemic episode and does not want to speak with anyone about it. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that emergency services went to the customer's home due to low blood glucose. A voice mail message was left for the customer. No further details given.